Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported a -no disposable- alarm on both legacy pumps with same cassette lot 4196398. Advised will send replacement pump; patient to send pump 418971 back with cassette attached for manufacturer review. Pharmacist contacted to set up pump delivery. No patient injury was reported.